Manufacturer narrative:
This report is for an unknown quantity of unknown screws. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2012 to fix the l5-s2 region. On an unknown date in (B)(6) 2015, the implanted rod between l4 and l5 was found to be broken. Thereafter, an infection was also identified. An explant procedure occurred on (B)(6) 2015 where the surgeon removed implants (partially) on the affected region at l5-s2. At this time it was discovered that the transverse connector had broken along with the rod. No new product was implanted during this procedure. This report is for an unknown quantity of unknown screws. This report is 3 of 5 for com-(B)(4).

Manufacturer narrative:
The unknown screws were not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information/clarification: three screws were received by synthes on june 8, 2015. These screws were identified as components of device part number, 04.633.347s, and will be assessed along with the associated device in a separate report associated with this complaint. This report addresses an unknown quantity of unknown screws which may have been implanted and subsequently explanted from the patient but were not returned.